Event description:
A patient implanted with a ps contracted an infection and the implant was removed.

Manufacturer narrative:
No investigation could be preformed, no conclusion could be drawn as no device was returned.